Event description:
The account stated one of the casters was separated from the frame. The metal where the stem of the caster is inserted has both welds broken and that's what caused the caster to separate from the rest of the frame.

Manufacturer narrative:
The field technician investigated and found the account was transporting a pt off the elevator when the right front caster got caught at the front of the elevator opening and the caster broke off. No one was injured. He inspected the stretcher and found the right front caster tube was broken away from the frame at the weld. The weld was broken. Repairs have not been completed.